Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of pain, elevated cocr levels and tissue/bone destruction. Additional information provided in operative notes and a review of invoice history confirms the left hip arthroplasty procedure occurred on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2009 due to pain, pseudocapsule, cloudy fluid, synovitis, slight dark staining of tissue around joint, and impingement of the trunnion. The acetabular cup, modular head and liner were removed and replaced with biomet products. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent m2a right hip arthroplasty in 2005. Subsequently, it is alleged that the patient was revised on (B)(6), 2012, due to aseptic loosening, pseudocapsule, tissue staining, and a wear debris cyst. The acetabular cup was removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of pain, elevated cocr levels and tissue/bone destruction. Additional information provided in operative notes and a review of invoice history confirms the left hip arthroplasty procedure occurred on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2009 due to pain, pseudocapsule with cloudy fluid present, marked synovitis with slight dark staining of tissue around joint and signs of impingement on the trunnion. The shell, head and liner were removed and replaced with biomet products. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay part and lot information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "postoperative bone fracture and pain." This report is number 2 of 4 mdrs filed for the same person (reference 1825034-2012-00962, 01226 & 2013-03932 / 03933). The previous revision procedures on (B)(6) 2012 was reported on medwatch numbers 1825034-2012-00963/00965.

Manufacturer narrative:
This follow-up report is being filed to relay the correct revision date. This report is number 4 of 4 mdrs filed for the same person (reference 1825034-2012-00963-2 / 00965-2 & 1226-1).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". Number four states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity". The product and lot identification necessary to review manufacturing history was not provided. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.